Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: competitor implantable pulse generator, (B)(6) 2012. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead impedance was slowly going down and was at 242 ohms. Also, the threshold was slowly rising and was at 2.5 volts at 0.4 milliseconds. The rv lead is still in use. No patient complications have been reported as a result of this event.